Event description:
It was reported that the patient presented in clinic for a follow up due to pain. Device interrogation revealed loss of low voltage therapy on the pacemaker. The physician elected to explant and replace the pacemaker. The patient was in stable condition.

Manufacturer narrative:
The device was above elective replacement indicator (eri) level upon receipt. Electrical, mechanical, and longevity analysis was normal with no anomalies found.

Manufacturer narrative:
Correction: b3. Missing should have been (B)(6) 2022.